Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a merlin.net alert for multiple non-sustained oversensing episodes exhibited on the implantable cardioverter defibrillator device. Upon review of stored electrograms, it was noted the episodes were due to post-paced t wave oversensing. There was no therapy delivered during the episodes. The device was reprogrammed.

Event description:
New information noted that the programming changes were performed on (B)(6) 2017 and the patient was in stable condition.